Manufacturer narrative:
On (B)(6) 2019, mentor received additional information from the patient. Patient is a caucasian female who underwent primary breast augmentation. She was 59-year-old at the time when she experienced postoperative unexplained systemic symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5089791 that a female patient underwent an unknown breast surgery with an unknown mentor saline breast implant and experienced postoperative unexplained systemic symptoms, including seriously ill, weakness, tinnitus, numb face, extreme fatigue, brain fog, severe anxiety, not feeling well, deteriorating health, ill with the "flu," pain, numbness and tingling on the left side of her face and head, the pain extended down to the neck and back, lost almost (B)(6), body was in constant pain, hearing became impaired and had ringing in ears all the time, stress, could no longer handle heat, was also cold, couldn't walk, had to sit for some activities such as showering and cooking, and was very weak. No device issue such as deflation was reported, but patient reported the left one felt squishier than before, and the left side was the side of majority of the physical problems. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation and replacement with allergan gel breast implants on (B)(6) 2015. This medwatch report is for the left-sided implant.